Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The de novo lesion was located in a calcified and tortuous mid left anterior descending artery. The lesion was predilated with a 2.5mm non bsc balloon. As the physician was advancing the 2.5x28mm taxus liberte' drug eluting stent to the lesion, it was noted that the distal edge of the stent had lifted. The procedure was completed with another device. No pt injuries or complications occurred. Pt status is satisfactory.

Manufacturer narrative:
(B)(6) - the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).